Manufacturer narrative:
At the time of reporting, this mdt the fast1 device has not been returned to pyng medical corp for formal eval. A video of the incident and the actual device are being sent to pyng. Upon receipt of these items a thorough review will be conducted and conclusions drawn.

Event description:
Insertion difficulty. During a training procedure for emergency medical technicians (B)(4) the trainee attempted to deploy the fast1 intraosseous infusion system into a live volunteer. The trainee used the device according to the IFU; however, the infusion tube of the fast1 did not insert and remain in the subject's manubrium. As stated this was on a volunteer during a training session. Pyng medical corp's reference # (B)(4).